Event description:
The physician was going to insert two stents into the patient, but after the first stent was released, the second clso stent did not advance through the introducer. In response to the physician's complaint, 2 more cslo stents and another complete oacl set were sent. However, the stents also did not fit into an introducer from a different batch. When looking as the lumen of the cslos, they are smaller than the stent that comes in the complete kit and this prevents advancement to the oacl introducer.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental correction report is submitted upon receiving engineering input on (B)(6) 2025 requiring a change in the a cde to indicate off-label use. The following information was received on 02apr2025. 1. What was the target location for the stent? -bile duct 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? -there was no use, the defect was seen before the procedure, preventing the use of the device. 3. What was the introducer (rpn) used with the first 2 clso stents? -it would be (B)(4). 4. What was the introducer (rpn) used with the 2 additional clso stents used? -it would be (B)(4). 5. Was the wire guide lubricated prior to use? N/a, yes, no -yes. 6. *was the wire guide inspected for damage prior to use? N/a, yes, n -yes. 7. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no -yes. 8. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the type of procedure performed) -the defect was identified outside the patient, there was no direct contact with the patient. 9. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no -no 10. *if not with the device in question, how was the procedure finished? -a new device has been opened. 11. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no -no.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Supplemental correction report is being submitted following the input on received on (B)(6) 2025 regarding the engineering input confirming off label use and change is a code.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-jul-25.

Manufacturer narrative:
Device evaluation the device evaluation of clso-7-9 of lot number c2181659 could not be completed as the device was not returned for evaluation. Four images were presented, displaying both white and blue-colored stents. In images 1 and 2, the lumen of the white stent (from oacl kit) appears larger than that of the blue stent (standalone clso stent). Images 3 and 4 seem to depict an attempt to insert the stent into the introducer. Please note that this complaint is also related to other complaints: (B)(4). Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-7-9 device of lot number c2181659 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that (ifu0045) ¿this device is used to drain obstructed biliary ducts¿. In the precautions it¿s mentioned that ¿select the cook stent introducer system (if not included) in the appropriate french size¿ there is evidence to suggest that the user did not follow the instructions for use. Abnormal use was identified as the device was used with oacl kit which is preloaded with the stent. Image review: an image was not returned for evaluation. Root cause analysis: root cause review definitive root cause of abnormal use was established. The user did not follow the instructions for use. As per the information received the clso stent was used with oacl kit which is preloaded with the stent and intended for single use. According to the engineer's input, the clso-7-x stents are not compatible with the oacl-7-x device (the oacl device is preloaded with the stent). The lumen size of the clso stent within the oacl kit (0.070¿± 0.002¿) is larger than that of the clso stent alone (0.056¿ +0.001¿/ -0.002¿). Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation according to initial reporter, the physician was going to insert two stents into the patient, but after the first stent was released, the second clso stent did not advance through the introducer. In response to the physician's complaint, 2 more cslo stents and another complete oacl set were sent. However, the stents also did not fit into an introducer from a different batch. When looking as the lumen of the cslos, they are smaller than the stent that comes in the complete kit and this prevents advancement to the oacl introducer. Confirmed quantity of 1 device, confirmed prior to use. According to the initial reporter, no health consequences or impacts to the patient were reported. A definitive root cause of abnormal use was established. The user did not follow the instructions for use. As per the information received the clso stent was used with oacl kit which is preloaded with the stent and intended for single use. According to the engineer's input, the clso-7-x stents are not compatible with the oacl-7-x device (the oacl device is preloaded with the stent). The lumen size of the clso stent within the oacl kit (0.070¿± 0.002¿) is larger than that of the clso stent alone.